Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: patient came into office complaining of being out of breath with activity. Episodes showing noise, failure to capture, and high capture thresholds were recorded. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.